Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm or reproduce a system error. The antenna wire insulation was found to be damaged, the display was discolored, and the power cord bay latch was missing. (B)(4): the programmer rf head cable tested out of specification.

Event description:
It was reported there was an intermittent error message, case damage, and the exterior needed many repairs. It was further reported the programmer did display an error message when interrogating a device, but the error was not recorded. Another programmer was used. There were no patient complications. The programmer and rf head were returned to the manufacturer, analyzed, and tested out of specification.